Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a tavr procedure for a 23mm sapien 3 ultra valve, the decision was made to place the valve 60/40, but during deployment, the operator was unable to pull the valve back any further and the valve landed roughly around 50/50 with moderate to severe paravalvular leak. The decision was made to place a 2nd valve a little higher. However, during inflation, the valve caught the frame and ended up a in similar position as the 1st valve. Post dilation of +3cc was performed and the patient was stable with moderate leak. This was a challenging high risk case with a heavily calcified narrow sinotubular junction (stj). The decision was made to finish the procedure and assess the following morning. There was no additional information provided.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The following instructions for use (IFU) were reviewed: IFU for commander delivery system with sapien 3 ultra and procedural training manual. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The complaint description states, 'this was a challenging high risk case with a heavily calcified narrow sinotubular junction (stj). 'Per training manual, narrow/calcified stj is one of the potential factors that may cause thv to move ventricular during deployment. As such, available information suggests that patient factors (heavily calcified stj) may have resulted in thv malpositioning. However, without the return of the applicable imagery, a definitive root cause was unable to be determined at this time. Per the complaint description, 'the decision was made to place the valve 60/40, but during deployment, the operator was unable to pull the valve back any further and the valve landed roughly around 50/50 with moderate to severe paravalvular leak.' As the valve was deployed too ventricular, the pvl skirt of valve can no longer provide an adequate seal against the anatomy. This could have led to paravalvular leak as reported in this event. Without the return of the applicable imagery, a definitive root cause was unable to be determined. However, available information suggests that procedural factors (thv malposition) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.